Manufacturer narrative:
One acufex-pro pitbull grasper was returned for evaluation. Visual assessment of the device confirmed the reported breakage. One of the teeth on the lower jaw has broken off. Broken piece was not returned. Dimensional assessment was performed and the device was found to meet print specifications. Material condition was also tested and found to meet rockwell specification. Per the devices IFU ¿excessive force should not be applied to the instrument when manipulating soft tissue, bone, or hard objects. Misuse of these instruments may result in bent distal tips or jaws; and dull or uneven cutting edges.¿ no root cause related to the manufacture of the device can be established. No further investigation is required. (B)(4).

Manufacturer narrative:
(B)(6). (B)(4).

Event description:
During a knee arthroscopy it was reported that the tip came off and was irretrievable from the patient's knee joint. There was approximately 2-3 mm of the tip broken off; it couldn't be retrieved, as it ended up at the back of the knee buried in soft tissue. The knee was flushed with over 9 liters of normal saline, other graspers were used to try to resolve situation. The surgeon noticed the piece missing when they went to use the grasper again. The procedure was completed, but the piece of the grasper remains in the patient; this was identified by x-ray. An additional procedure is to be planned to remove the tip, date of which is unknown. The procedure resulted in a bony prominence from the lateral aspect of the medial condyle and the tibial plateau. The bony prominence was large but not unduly so. The bone was hard but not excessive. This issue resulted in the tourniquet being kept in place for 45 minutes longer than normal. The patient has been informed and is being seen in clinic to see if there are any symptoms. The patient will require a partial / full knee replacement due to their pathology and not the incident; however, they may need to operate earlier if the patient is experiencing symptoms. The backup device was another grasper. There were no obvious, immediate, post-op complications.